Event description:
Clinical study: it was reported that 13 months after a coronary artery drug eluting stenting procedure that patient expired. The lesion being treated in the index procedure was a 2.5mm, 7mm long, 90% stenosed portion of a saphenous vein graft located in the 1st obtuse marginal (1st ob marg). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.50x16mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged the next day on plavis and aspirin. 13 months after the initial procedure the patient expired. There was no autopsy. In the opinion of the physician the cause of death was lung cancer and the target vessel was not involved.